Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for pe/embryonic clot. Access was gained into the right femoral vein, the filter was deployed and the introducer sheath was exchanged over the guide wire for placement of a femoral vas cath/triple lumen catheter which was sewn in place. The patient was unresponsive pre and post procedure with pale, dusky, blotchy, jaundiced skin and dyspneic or limited breathing. The patient was then transferred to the coronary care unit. Approximately five and a half years post vena cava filter deployment, the patient presented to the ed with acute onset of right flank pain radiating to the epigastrium associated with nausea and non-bloody emesis, she also noted cloudy malodorous urine with hydronephrosis without dysuria or hematuria. The patient was diagnosed with acute kidney injury and associated hydronephrosis, at that time she was placed on antibiotics; however, following negative urine cultures, the antibiotics were discontinued. CT scan demonstrated the filter to be tilted with three detached limbs, two in the parenchyma of the right kidney and one limb remaining in the caval wall. Urology felt the hydronephrosis was from chronic ureteral pelvic junction obstruction based on a lack of any extrinsic compression of the ureter. Access was gained into the right internal jugular vein and multiple attempts using multiple devices were required to successfully retrieve the filter. The decision was made to leave the three detached filter limbs without attempting to retrieve them. The patient tolerated the procedure well, hemostasis was achieved at the access site with absorbable suture and manual compression, then the patient was transferred to recovery with recommendation to follow up with primary care in one week for suture removal and any complaint of worsening abdominal pain in addition to following up with urology for management of her ureteral pelvic junction obstruction as an outpatient. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege CT imaging demonstrated filter tilt with three detached limbs, two in the parenchyma of the right kidney and one in the caval wall. It was reported that multiple attempts using multiple devices were required to remove the filter percutaneously. The decision was made to leave the detached limbs in place. Based on the medical record review, the investigation is confirmed for a tilted filter, three detached limbs, and removal difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters. G2/g2 express/g2x. The current IFU (instructions for use) states: warnings/ potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five and a half years post vena cava filter deployment for status post pe/embryonic clot, the patient presented with acute onset of right flank pain radiating to the epigastrium and was diagnosed with acute kidney injury and associated hydronephrosis. Urology felt the hydronephrosis was from chronic ureteral pelvic junction obstruction based on a lack of any extrinsic compression of the ureter. CT scan demonstrated the filter to be tilted with three detached limbs, two in the right kidney and one remaining in the caval wall. That same day, multiple attempts using multiple devices were required to successfully capture and retrieve the filter. The decision was made to leave the three detached filter limbs without attempting to retrieve them. The patient tolerated the procedure well and was instructed to follow up with her primary care as well as urology for management of her ureteral pelvic junction obstruction as an outpatient. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g4,h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately five and a half years post vena cava filter deployment for status post pe/embryonic clot, the patient presented with acute onset of right flank pain radiating to the epigastrium and was diagnosed with acute kidney injury and associated hydronephrosis. Urology felt the hydronephrosis was from chronic ureteral pelvic junction obstruction based on a lack of any extrinsic compression of the ureter. CT scan demonstrated the filter to be tilted with three detached limbs, two in the right kidney and one remaining in the caval wall. That same day, multiple attempts using multiple devices were required to successfully capture and retrieve the filter. The decision was made to leave the three detached filter limbs without attempting to retrieve them. The patient tolerated the procedure well and was instructed to follow up with her primary care as well as urology for management of her ureteral pelvic junction obstruction as an outpatient. Additionally the filter has perforated and the device was removed by open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and six months later, the patient presented for filter removal; a right internal jugular vein was accessed with a 5 french micro-puncture set under sonographic guidance. Inferior vena cavography revealed the filter with the tip tipped anteriorly and no intramural thrombus. After initial unsuccessful attempts to retrieve the filter with cone device, pried the filter from the wall with a 6 french pigtail catheter and tip deflected wire. After further unsuccessful attempts with the cone, the bronchial forceps used to retrieve the filter through a 16 fr sheath. The filter was successfully retrieved by bronchial forceps and inspected. One leg was noted to be retained in the wall of the inferior vena cava or tributary vein which was not retrievable. On the same day computed tomography (CT) revealed that one prong of the previously inserted filter was within the inferior vena cava. Additionally, there were 2 prongs within the right kidney, one at the lower pole, and one in the upper pole. In addition to the 2 metallic fragments seen within or close proximity to right kidney, there was a fragment at an oblique angle to rest of filter struts which was separated from the filter and likely lodged and not be retrieved. One fragment was 2 cm, partially in the renal vein but extended into the renal hilum, second fragment was 3 cm and was mostly in the renal parenchyma. As per vascular interventional radiologist the risk of removal of the filter fragments was greater than benefit. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter limb detachment, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately five and a half years post vena cava filter deployment for status post pe/embryonic clot, the patient presented with acute onset of right flank pain radiating to the epigastrum and was diagnosed with acute kidney injury and associated hydronephrosis. Urology felt the hydornephrosis was from chronic ureteral pelvic junction obstruction based on a lack of any extrinsic compression of the ureter. CT scan demonstrated the filter to be tilted with three detached limbs, two in the right kidney and one remaining in the caval wall. That same day, multiple attempts using multiple devices were required to successfully capture and retrieve the filter. The decision was made to leave the three detached filter limbs without attempting to retrieve them. The patient tolerated the procedure well and was instructed to follow up with her primary care as well as urology for management of her ureteral pelvic junction obstruction as an outpatient. Additionally the filter has perforated and the device was removed by open chest procedure. The current status of the patient is unknown.